Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-10. It was reported that the patient had the implantable neurostimulator recharger (insr) charging from the wall and it was halfway shaded. It was confirmed that the green light was on the desktop charger (dtc), the connector pin was not damaged, and it fit into the insr securely. When the patient got the insr out to start charging the ins, the patient reported getting the reposition antenna screen on the insr. The patient did not know when was the last time they were successfully able to charge there device, but the reason for not recharging was due to a medical issue. Lastly, it was reported that the ins was not able to connect to another external device and the patient got the poor communication message with and without the antenna attached. In the end, physician mode recharge (pmr) was reviewed, the patient was advised to keep the insr charging from the wall, and to bring it with her to the appointment with their doctor or manufacturer representative (rep). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep met with the patient today for overdischarge recovery. The ins was recovering from an od due to the patient having bilateral knee surgeries and not recharging during her recovery.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't sure if their ins was working. They had a knee replacement at the end of 2018 and had some cardiac testing performed and they were told to turn the ins off. The believed the ins was back on but felt very little relief- they noticed this after they quit taking pain medications for their knee. The patient felt a little stimulation in their feet but no stimulation in their back. They tried charging the ins after their knee surgery but they didn't think the recharger was charging the ins. The patient was advised to get their programmer out for troubleshooting but they couldn't find it. The patient planned on calling back when they had access to their equipment. No further complications reported.